Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue and found the instrument to have a conductor wire with damaged insulation. No material was missing. The electrical continuity test passed. System log investigation: a review of the instrument log for the fenestrated bipolar forceps instrument (pn: 470205-17, batch-sequence: n14191021- 0233) associated with this event has been performed. Per a review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on or after the 3rd use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, a technician noticed that the insulation on one of the cables on the fenestrated bipolar forceps instrument was coming undone and was exposing the cable. There was no report of patient involvement.